Event description:
It was reported that stent moved on balloon occurred. The target lesion was located in a tortuous and calcified vessel. A 5.00 x 12mm synergy megatron drug-eluting stent was advanced but failed to cross. When starting to pull back the device, the stent started to move on the balloon but not detached. The device was removed and the procedure was completed successfully with a 3.50 x 12mm megatron stent. There were no patient complications nor injuries reported.